Manufacturer narrative:
The device was not returned. Reported issue: it was reported that the biomed had an arctic sun device that the user said the temperature was not functioning properly. Repairs related to the reported issue: per wo notes, the device would not cool and was determined that the device had a failed mixing pump. Parts and price provided. They checked the temperature cable and channel using the simulator key and that was working fine and was going to run a functional check to see if it was heating and cooling. Conclusion: the reported issue was confirmed. Per wo notes, the device would not cool and was determined that the device had a failed mixing pump. Parts and price provided. They checked the temperature cable and channel using the simulator key and that was working fine and was going to run a functional check to see if it was heating and cooling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections made to tab(s) d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that the user said the temperature was not functioning properly. Per wo notes, the device would not cool and was determined that the device had a failed mixing pump. Parts and price provided. They checked the temperature cable and channel using the simulator key and that was working fine and was going to run a functional check to see if it was heating and cooling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that the user said the temperature was not functioning properly. Per wo notes, the device would not cool and was determined that the device had a failed mixing pump. Parts and price provided. They checked the temperature cable and channel using the simulator key and that was working fine and was going to run a functional check to see if it was heating and cooling.